Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery using a fast fix 360, it was found that t1 fell off from the inserter and fall into the patient and t2 was remained in the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported. Per investigation, a bent needle was found.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed that the t1 was not returned. The t2 was returned on the suture but off the device. The suture is intact with a crimped appearance where the t1 should be. The actuator was in the pret1 position. The needle is bent. The device was returned in the original packaging. A functional evaluation showed that the actuator will not hold in the pret2 position. It stays in the pret1 position due to the bend in the needle. A review of the customer provided image found a fast fix 360 needle pictured with the suture containing only t2. It appeared that the knot holding t1 became untied. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, after the deployment of t1 and t2, it was found that ¿t1 fell off the inserter and fall into the patient and t2 remained in the patient¿ (per case correspondence dated 9/13/22). However, per the visual inspection/product evaluation report of the returned device (dated 7/26/22) revealed ¿t1 was not returned¿ and ¿t2 was returned on the suture but off the device.¿ additionally, the needle was bent (per the product evaluation report finding). The provided photo was reviewed and appeared to show a deployed device with suture present. Based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined. Reportedly, the procedure was completed with a non-significant delay using a backup device and no additional report of complications. No patient injury has been alleged. Therefore, no further clinical/medical assessment can be rendered. The complaint of the loose suture was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include contact with another source or unintended stress to the knot. The complaint of a bent needle was confirmed and the root cause was associated with unintended use of the device. A factor that may have contributed to the reported event include unintended bending of the needle. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code and medical device problem code.